Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. Agent created a new case as staging record because the patient also reported that they noticed about a month ago pain resulting not being able to walk. The patient confirmed they had no recent fall or trauma and change in activities. The patient mentioned paralyzing pain from their left side felt from their butt to their neck, despite their ins being on their right side. Agent reviewed previous call summary and discussed possible eos of ins. The patient was redirected to their healthcare provider to further address the issue.